Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to remove and inspect the cartridge o-ring, and there was no damage found. The customer cleaned the pneumatic tap area and successfully reattached and loaded the cartridge following support instructions, allowing them to resume insulin use.